Event description:
It was reported that during a ptca/stenting treatment procedure the quantum maverick monorail balloon ruptured at 9 atm's on the third inflation. (The initial and the second inflations were to 6 atm's). The pt was asymptomatic during this event. The lesion being treated was a very calcified and 90% stenotic lesion in a minimally tortuous distal rca. The quantum maverick monorail balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure. Pt status is reported as "good".